Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-09486. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device under-delivered; 31ml of infusion was not administered. It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.